Event description:
The customer reported that there was no exposure from the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video signal receiver needed to be replaced. No other repair info is available. However, the system was tested and found to be working as intended and put back into service.